Event description:
The customer reported that the system arced and then shut down. A system reboot was required to recover functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board and the x-ray tube were replaced. The system was then found to be operating as intended.